Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site and evaluated the au5800 clinical chemistry analyzer. The fse inspected the instrument and found multiple issues with the instrument. The fse found photometer pcb causing abnormal reactions, broken seal on detergent pump and level sense pcb malfunction. The fse determined failure mode was due to multiple parts malfunctioned. The fse resolved the issue by reseating all printed circuit board (pcb) connections, replacing inner level sense pcb, and replacing the detergent pump. No patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported au5800 clinical chemistry analyzer generated erroneously low/negative patient results for total bilirubin (tbil). It was also found that albumin generated erroneous patient results. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics or patient data.